Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance, polarity switch and unable to confirm capture. The rv lead remains in use. No patient complications have been reported as a result of this event.